Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited out-of-range/high rv defibrillation coil impedance. Diagnostic testing and troubleshooting was performed. The lead remains in use. No patient complications have been reported as a result of this event.